Event description:
Procedure: thoraco/wedge/segmental resection. According to the reporter: on the 2nd firing, the sulu only fired 2cm and staples did not form properly. Additional tissue was resected with the use of another device.

Manufacturer narrative:
(B) (4).